Manufacturer narrative:
Review of manufacturing records was performed. Review and confirmation of manufacturing records was performed. The device was used off-label. The IFU clearly indicates that the use of this lead is contraindicated for atrial implantation.

Event description:
Boston scientific crm received info that this pt has fontaine disease. This atrial lead was placed in the pt's atrium and threshold measurements were noted to be 8.0mv, therefore, the lead was unscrewed for repositioning and a hole was observed in the atrium. A full sternotomy was performed. Next another lead ((B)(4)) was placed in the atrium and the same threshold measurement was obtained. Therefore, this lead was unscrewed from the heart which did not result in another hole. The physician decided to implant a competitive endocardial lead through the previously made hole. Appropriate threshold measurements were noted with this lead. No other adverse events were reported.